Manufacturer narrative:
Device passed the rewind basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Device received with cracked battery tube threads. Device received with scratched lcd window. Device received with broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple motor error alarms. Customer's blood glucose was ranging between 200 mg/dl to over 500 mg/dl. Customer's blood glucose at time of call was 167 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.